Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead impedance warning as well as a lead integrity alert (lia) which was triggered by high rate non-sustained episodes and sensing integrity counter (sic). It was also noted that there was oversensing noise on all non-sustained ventricular tachycardia episodes; the episodes were false. In addition, the lead had high unstable thresholds and a lead fracture was suspected. Reprogramming occurred and a revision is planned. The lead remains in use. No patient complications have been reported as a result of this event.